Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer called to inquire why the amount left inside the cartridge did not match the amount predicted as unusable insulin when a new cartridge was loaded. Reportedly, the customer extracted the insulin out of an old cartridge to verify the issue. The customer stated that approximately 50 units of insulin were withdrawn and the pump displayed 9 units were remaining. Tandem technical support educated the customer on the reasons for insulin gauge issue; customer acknowledged. The customer's blood glucose level was 96 mg/dl.